Manufacturer narrative:
The device was discarded as there was no allegation of an edwards device malfunction. Per the instructions for use (IFU), potential risks associated with the overall procedure include thrombus formation, plaque dislodgment, and embolization that may result in myocardial infarction, stroke, distal peripheral occlusion, and/or death. It is the natural tendency of the body to form clot on foreign objects in the vascular space. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous wiping and flushing of the devices to prevent and/or remove clot. The thv training manuals and IFU instruct the operator to administer heparin and maintain the act at > 250 sec. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results indicate the exact cause is unknown. However, by one-month follow-up examination the bypass graft thromboembolism had been resolved. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), through the (B)(6) tavi registry, thromboembolism of the left femoral-popliteal bypass graft was observed after transfemoral 23 mm sapien 3 valve implantation, within the day. By one-month follow-up examination, bypass graft thromboembolism had been resolved. Per medical opinion, the lower extremity thromboembolism were serious and related not to device but to procedure.